Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the proximal left circumflex (plcx) artery. A 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced for pre-dilatation, however, it could not be fully inflated due to the calcification in the lesion. A 2.5x8mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation and inflated to 20 atmospheres (atm) when the balloon ruptured. Intravascular ultrasound (ivus) showed a hematoma from the lcx to the left main (lm) coronary artery. A 2.75x15mm xience alpine drug eluting stent (des) was immediately implanted into the lcx ostium to prevent further tearing of the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was inflated to 20 atmospheres. It should be noted that the coronary dilatation catheter (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture and unexpected medical intervention appear to be related to operational context. Additionally, a conclusive cause for the reported patient effect of hematoma and the relationship to the product, if any, cannot be determined. The reported patient effect of hematoma is listed in the coronary dilatation catheter (cdc), nc trek rx, global, instruction for use (IFU) as a known patient effect. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6- device code 2017 clarifier: above rbpna.